Event description:
It was reported that the pump touchscreen has scratches that impact their ability to see the screen. There was no adverse impact to the customer¿s blood glucose level. Customer declined further assistance or troubleshooting, and no additional actions were taken.